Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the palindrome catheter cracked at the y junction. The catheter was pulled and replaced with a new one.

Manufacturer narrative:
Submit date on: 01/29/2014. An investigation is currently underway. Upon completion, the results will be forwarded.